Event description:
The customer stated that she was hospitalized due to high blood glucose levels and dehydration. The customer stated that she experienced constant diarrhea all night, abdominal cramps, vomiting and nausea prior to the event. The customer stated that she had a colonoscopy while she was in the hospital due to the constant diarrhea, and the test came back normal. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.